Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the anvil key was missing. There were no other visual abnormalities to the unit. Functional testing was not performed. Engineering confirmed some stress marks were observed on the anvil frame key. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged anvil key may occur when the unit is not properly separated allowing the notch on the firing knob side to catch the anvil key. If force is applied it the anvil key becomes loose and potentially results in disengagement of the part. This is indicated by the stress marks observed on the anvil key. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a bowel resection procedure, the customer noticed that the hinge on the proximal end of the stapler broke, specifically the white plastic piece holding the metal pin cracked. Nothing was done because the surgeon was already finished using the device when the defect was noticed. There was no patient injury.